Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to unknown reason: - 5 complaints (5 products), this one included, have been recorded on gts standard femoral stem size 0, reference (B)(4), from (B)(6) 2017 to (B)(6) 2020. - 2 complaints (2 products), this one included, have been recorded on gts standard femoral stem size 0, reference (B)(4), batch 000740818. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was noted a patient underwent a primary procedure on unknown date. Subsequently, that patient underwent a revision procedure on (B)(6) 2013. Due to unknown reason where stem was removed. This complaint has been received from siris report: "siris outlier report 2019 gts + g7 zimmer biomet, for uncemented stem-cup combination used in primary total hip arthroplasty, diagnosis primary oa, status: confirmed outlier".